Event description:
It was reported that the intellivue patient monitor did not alarm for a spo2 event. No further information regarding the type of monitor involved, the date, time, and bed label for the event, and the spo2 alarm expected had been made available at the time of the initial report. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue patient monitor did not alarm for a spo2 event. No further information regarding the type of monitor involved, the date, time, and bed label for the event, and the spo2 alarm expected had been made available at the time of the initial report. To gather further information, after four attempts to contact the rses no further information was able to be gleaned to produce a conclusion on the issue. The issue will stay under and unknown monitor with no details of the product. The alarm issue was not a malfunction but an issue of configuration with the customer not understanding the delay time that was configured.